Manufacturer narrative:
Section e1: initial reporter information has been updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates, the ipg had reached normal 'end of life' and as a result surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. There are no alleged deficiencies against the ipg.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information such as reason for surgical procedure and patient weight. Further information was requested but not received.

Event description:
It was reported; surgical intervention was undertaken on (B)(6) 2024. No further information is known at this time.